Event description:
Customer reported receiving a reading around 300 (higher than normal for him); he said sometime later, he went into a hypoglycemia reaction and the paramedics were called. Customer was treated with IV dextrose and released.

Manufacturer narrative:
Performed investigation on returned meter and returned test strips lot # 0521001. All readings were within range and no high readings were received. Returned meter and test strips are functioning properly.